Manufacturer narrative:
This is the same event as 3010536692-2016-00614. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was complaining of hip pain. The head was removed and replaced with a microport head and a zimmer cup. Dr. (B)(6) had done the original surgery.